Event description:
It was reported that the load wheel bolts backed out, and the load wheel casting broke.

Manufacturer narrative:
The customer did not correctly follow the field correction instructions in 2006, however, the customer submitted documentation confirming that the upgrade had been successfully completed. The customer confirmed that the bolts with patch lock were installed, removed and reinstalled. Which negates the patch lock and is not in accordance with the field correction instructions. Manufacturer will repair units by properly re-installing new bolts.